Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-09391. Concomitant medical products: e1 vngd crl tib brg 71/75x10, item# ep-183540, lot# 383190; modular press fit stem 40mm, item# 141350, lot# 256040; bmet regenx pri tib tray 75mm, item# 141274, lot# 279000; bmet arcom ap pat 3pst 34mm md, item# 11-150842, lot# 301610. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent left total left knee arthroplasty and subsequently was revised due to pain and instability approximately seven years post implantation. The femoral component and tibial bearing were removed and replaced. No additional information is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore, the condition of the components is unknown. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.